Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the high impedance on all contact 1 combos, either 10k or 20k. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included repeating impedance testing at various voltages primarily 1.5 and 3.0. Interventions/actions included replacing with another extension. The issue is reported to be resolved. During stage 2 battery and extension implant case, the leftside contact 1 had high impedances when ins was placed completely in pocket. When only partially inserted all impedances were okay. Surgeon decided to replace left extension only and impedances were okay even when fully inserted into pocket. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the extension (serial # nkn198678v) revealed the body conductor was broken less than 5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the cause of the high impedance was not determined, however the distal end (near battery port) should be closely examined as this seemed as this seemed to be the area of the most manipulation during pocket insertion. It was mentioned that they need to determine if bending the extension near battery connector block caused high impedance.